Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where there was no one specific event, however the customer was reporting that in the ICU the taperguard endotracheal tubes would "collapse" with the "ends popping off with high pressure patients.¿ the tubes were not removed from the patients when this occurred but were repositioned to work with the ventilator.